Event description:
It was reported the device was implanted in 1997. In 2004, the acetabulum component showed signs of eccentric wear. The device was revised four monyhs later.

Manufacturer narrative:
Eval summary: no further engineering analysis could be done with available info. Eval: no device or x-rays were rec'd for eval. Device history records are intact, conforming and indicate MFR to specification.